Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.